Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the resistance was never determined.

Manufacturer narrative:
H3 product analysis: ¿ as found condition: the pipeline flex shield delivery system was returned stuck inside the phenom 27 catheter, within a bio-hazard bag, and a shipping box. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage and were found to be intact. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal and proximal ends of the braid were found open and frayed. No defects were found in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined, with no damage found. However, the catheter body was found to be accordioned between 3.8 cm and 5.4cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield delivery system was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, the resistance was observed at the damaged location. ¿ conclusion: based on the returned devices, the customer report of "resistance during retrieval" was confirmed, as the pipeline flex delivery system was stuck inside the catheter lumen. The observed damage to the catheter (accordioning), braid (fraying), and hypotube (stretching), indicates that high force was applied. This damage may have resulted from the customer's attempts to retrieve the pipeline flex shield through the catheter while encountering resistance. Possible causes of resistance include vessel tortuosity and a lack of continuous flushing with heparinized saline during the procedure. However, the customer indicated that the vessel's tortuosity was normal, and a continuous flush was used, ruling them out as potential causes. The phenom 27 catheter is compatible for use with the pipeline flex shield delivery system. The cause of the damage and resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 230181944); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield that had resistance with the phenom 27 microcatheter during resheathing and the catheter was damaged. The patient was undergoing a procedure for flow diverter treatment of an internal carotid artery (ica) ophthalmic segment unruptured saccular aneurysm. Vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. It was reported that the devices were prepared per the instructions for use (IFU). The catheter flushed continuously with heparinized saline. When the pipeline was partially deployed, it needed to be repositioned. However, when it was attempted to resheath the pipeline, it would not fully enter the phenom 27 microcatheter. The stent was fully in the microcatheter, but the tip coil could not be recaptured and the pipeline device was stuck at the middle segment of the catheter. The physician attempted to release the slack in the system but it did not resolve the issue. During the process, the distal end of the phenom 27 kinked. The pipeline pushwire was not damaged. The system was removed together and both devices were replaced to complete the procedure successfully. There was no harm or injury to the patient. Post-procedure angiographic results were good.